Event description:
N/a.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had high temperature alarm. There was patient involvement but no harm reported. Despite gfes (good faith efforts), there is no information regarding the service report. No parts were used to repair the reported issue. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, t the cardiosave intra-aortic balloon pump (iabp) high alarm occurred temperature after connecting the pump to the patient. There was no harm reported.